Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device: perforated fallopian tube/ perforation (fallopian tube(s)') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right sided essure device difficult to place secondary to "fluff" in the tube". The patient's medical history included bacterial vaginosis, spotting vaginal, kidney stone, pyelonephritis, flank pain, chronic nasal congestion, insomnia, varicella, sexually transmitted disease, anemia, cyst, sleep disturbance, chlamydial infection, libido decreased, umbilical hernia, pelvic adhesions and umbilical hernia. Previously administered products included for an unreported indication: depo-provera and mirena. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain/ pelvic\pain on right side") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced alopecia ("hair loss"), arthralgia ("joint pain") and dyspnoea ("shortness of breath") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), coital bleeding ("postcoital bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine with aura ("migraine with aura"), headache ("headaches"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) urinary tract infection"), dizziness ("dizziness"), amnesia ("memory loss"), insomnia ("insomnia"), abdominal distension ("severe and painful bloating") and flank pain ("pain on right side"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain had resolved. At the time of the report, the fallopian tube perforation, coital bleeding, vaginal haemorrhage, menorrhagia, alopecia, fatigue, vaginal discharge, dysmenorrhoea, dyspareunia, nausea, headache, urinary tract infection, bladder disorder, urinary tract disorder, dizziness, amnesia, arthralgia, insomnia, dyspnoea and abdominal distension outcome was unknown, the weight increased was resolving and the migraine with aura and flank pain had resolved. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, bladder disorder, coital bleeding, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, flank pain, headache, insomnia, menorrhagia, migraine with aura, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device: perforated fallopian tube/ perforation (fallopian tube(s)') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right sided essure device difficult to place secondary to "fluff" in the tube". The patient's medical history included bacterial vaginosis, spotting vaginal, kidney stone, pyelonephritis, flank pain, chronic nasal congestion, insomnia, varicella, sexually transmitted disease, anemia, cyst, sleep disturbance, chlamydial infection, libido decreased, umbilical hernia, pelvic adhesions and umbilical hernia. Previously administered products included for an unreported indication: depo-provera and mirena. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain ("pain/ pelvic\pain on right side") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced alopecia ("hair loss"), arthralgia ("joint pain") and dyspnoea ("shortness of breath") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), coital bleeding ("postcoital bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine with aura ("migraine with aura"), headache ("headaches"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) urinary tract infection"), dizziness ("dizziness"), amnesia ("memory loss"), insomnia ("insomnia"), abdominal distension ("severe and painful bloating") and flank pain ("pain on right side"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. On (B)(6)2016, the pelvic pain had resolved. At the time of the report, the fallopian tube perforation, coital bleeding, vaginal haemorrhage, menorrhagia, alopecia, fatigue, vaginal discharge, dysmenorrhoea, dyspareunia, nausea, headache, urinary tract infection, bladder disorder, urinary tract disorder, dizziness, amnesia, arthralgia, insomnia, dyspnoea and abdominal distension outcome was unknown, the weight increased was resolving and the migraine with aura and flank pain had resolved. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, bladder disorder, coital bleeding, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, flank pain, headache, insomnia, menorrhagia, migraine with aura, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-dec-2019: plaintiff fact sheet received. Event per pfs: right sided essure device difficult to place secondary to "fluff" in the tube. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device: perforated fallopian tube/ perforation (fallopian tube(s)') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, spotting vaginal, kidney stone, pyelonephritis, flank pain, chronic nasal congestion, insomnia, varicella, sexually transmitted disease, anemia, cyst, sleep disturbance, chlamydial infection, libido decreased, umbilical hernia, pelvic adhesions and umbilical hernia. Previously administered products included for an unreported indication: depo-provera and mirena. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain/ pelvic") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), coital bleeding ("postcoital bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine with aura ("migraine with aura"), headache ("headaches"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) urinary tract infection"), dizziness ("dizziness"), amnesia ("memory loss"), arthralgia ("joint pain"), insomnia ("insomnia"), dyspnoea ("shortness of breath"), abdominal distension ("severe and painful bloating") and flank pain ("pain on right side") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain had resolved. At the time of the report, the fallopian tube perforation, coital bleeding, vaginal haemorrhage, menorrhagia, alopecia, fatigue, vaginal discharge, dysmenorrhoea, dyspareunia, nausea, headache, urinary tract infection, bladder disorder, urinary tract disorder, dizziness, amnesia, arthralgia, insomnia, dyspnoea and abdominal distension outcome was unknown, the weight increased was resolving and the migraine with aura and flank pain had resolved. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, bladder disorder, coital bleeding, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, flank pain, headache, insomnia, menorrhagia, migraine with aura, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: case became valid. Event injury was replaced with events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) urinary tract infection, malposition of essure device location of device: perforated fallopian tube, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain, fatigue, hair loss, postcoital bleeding. Dizziness, memory loss, joint pain, pain on right side, insomnia, shortness of breath and severe and painful bloating. Reporters, patient demographics, medical history, historical drug and laboratory were added. Indication of essure was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.